Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. A manufacturing representative (rep) reported that a power on reset (por) on the patient's device 3 weeks ago and that emi due to a CT scan may have attributed to this. The por was able to be cleared with 8840. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.